Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure using the catheter pscc100 pulseselect, the catheter array experienced inversion and became entangled/knotted. Several attempts to untangle the catheter were unsuccessful, and it was pulled back into the sheath with considerable force. The catheter was replaced, and the examination was completed using pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number: 0012684026 and the data files containing images were returned and analyzed. The images showed the spiral array of the catheter appeared to be knotted, and the electrode wires were exposed from the dual lumen. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, an exposed electrode wire was observed, a knotted array was observed, the proximal end of nitinol array wire was observed to be dislodged from dual lumen, the proximal arm pebax tube was observed to be torn. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter as the catheter array was damaged. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms were carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. In conclusion, as a result of data and product analysis, the catheter failed the return product inspection due to the spiral array observed to be knotted, spiral array proximal arm pebax tube observed to be torn, electrodes wires on spiral array observed to be exposed and the proximal end of nitinol array wire observed to be dislodged from dual lumen in spiral array area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.